Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of a thoracic type b dissection using two gore® tag® conformable thoracic stent grafts with active control system. On (B)(6) 2022, follow-up examination reportedly revealed a dissection originating from the proximal end of the 37mm x 15cm gore® tag® device. The physician suggested that the gore® tag® device may have been oversized (aortic diameter in the proximal treated segment measured 33mm¿within IFU recommendation for device oversizing). On the same day, an ascending aorta and aortic arch replacement was performed to treat the dissection. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4). It should be noted the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) state ¿complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, dissection, perforation, or rupture of the aortic vessel & surrounding vasculature, and surgical conversion.¿ per IFU, the intended aortic diameter for a 37mm x 15cm gore® tag® conformable thoracic stent graft is 29-34mm.